Event description:
Same case as MDR ID # 2134265-2013-00385, 2134265-2013-00384. It was reported that there was an issue with the pullback of the ilab motordrive. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).